Event description:
It was reported to philips that the system's monitor was intermittently unable to display the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.